Manufacturer narrative:
Section a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded monofocal intraocular lens (iol) was implanted, a chip formed on the peripheral section at the lower left of the optical part of the lens. The iol was not removed since there was no damage to the haptic, and the chipped area was not situated in the center of the lens. The physician determined that this did not impact the patient's vision. No patient injury was reported. No further medical intervention was required. Through follow-up, we learned that the patient is a 66-year-old male and the lens was implanted in the right eye. The preloaded device was prepared by the assistant medical and a balanced salt solution (bss) from a different manufacturer was used at room temperature. The instructions for use were followed and there was no feeling of resistance when handling the device. The patient was examined on (B)(6) 2025 and no issues with the visual acuity were reported. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: february 24, 2025. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the video provided by the customer was evaluated. The video showed a cataract surgery with a pseudophakic eye been implanted with an intraocular lens claimed to be a tecnis eyehance optiblue iol preloaded in the simplicity delivery system model dib00v. It was first observed at minute 7 with 20 seconds of lens periphery continuity (missing a portion of the lens optical periphery from 7:00 to 8:30 in relation to the screen capture orientation). Although the lens defect is located in the optical periphery and it is not expected to have significant clinical impact o patient vision, the definitive impact as well as the issue potential root cause could not be determined from a video assessment. The device was inspected under magnification. The complaint device was received with the plunger rod partially advanced and the cartridge tip damaged damaged in a way that is consistent with damage that could have occurred during shipping. The lens module was inspected and no viscoelastic residue or damage was identified; however, a torn piece of the lens was in the lens module. The device assembly was inspected and presented with no issues. Plunger rod advancement was inspected and presented with no issues. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.